Event description:
It was reported the patient experienced ineffective stimulation. Diagnostics indicated invalid impedance readings and x-rays showed a possible lead fracture. Patient stated he had suffered a recent fall. Surgical intervention was undertaken and the lead was explanted and replaced. Postoperatively, the patient is reportedly receiving effective therapy.